Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudoaneurysm using ruby coils. During the procedure, the physician successfully deployed and detached initial ruby coils using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the same lantern, the physician did not mention experiencing any resistance; however, the ruby coil pusher assembly became kinked and then broke. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.